Event description:
I have a philips dream station that has been recalled. Nothing too serious yet but have had a cough for over a month that I can't get rid of. I quit using the dream station because of black areas forming around the rubber seal.